Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead experienced a micro-dislodgement, resulting in loss of capture of the his-bundle and intermittent rv septal capture. The rv lead was explanted and replaced later that day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.